Manufacturer narrative:
The elecsys vitamin b12 ii reagent lot number is 870100, and the expiration date was not provided. The elecsys ca 19-9 immunoassay reagent lot number is 857263, and the expiration date was not provided. The qc was within range before the events. A field service engineer (fse) determined that the sample probe was misaligned. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys vitamin b12 ii and elecsys ca 19-9 immunoassay results for 2 patient samples on a cobas e 411 analyzer (rack system). Patient 1's initial vitamin b12 result was 36.90 pmol/l, accompanied by a data flag. The repeat result was 299.9 pmol/l, which was deemed to be correct. Patient 2's initial ca 19-9 result on (B)(6) 2026 was 0.922 u/ml. The repeat result was 413.7 u/ml, accompanied by a data flag. The result of 0.922 u/ml was deemed to be correct.